Manufacturer narrative:
Device lot number, or serial number, unavailable. Device manufacturing date is dependent on lot number/serial number, therefore, unavailable. No parts have been received by the manufacturer for evaluation.

Event description:
A site representative reported that, while in a, while in a spinal fusion, the pin for the adjustable percutaneous frame would not secure to the frame. The loose frame is suspected to have led to an imprecision of 1 mm occurring during the procedure. The imprecision was reported after perform a 3d image acquisition on a medtronic imaging system. Testing found the imaging system and navigation system functioned as designed, resulting in the frame being the suspect probable cause of the imprecision. The surgeon opted to complete the procedure without the use of the imaging system. The surgeon opted to complete the procedure without the use of the navigation system. There was a reported delay to the procedure of less than 1 hour due to this issue. There was no impact on patient outcome. No additional information was provided.